Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed. 4.3. Warnings: procedure. As with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o embolism. A root cause for the reported event could not be determined. The aquabeam robotic system's IFU lists embolism as a potential risk of aquablation therapy. No further information was provided regarding the patient status despite multiple follow-up attempts. Based on the event details, plus a review of the DHR and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during an aquablation therapy procedure, the patient experienced a pulmonary embolism near the end of the first treatment pass. The surgeon treated the embolism. On (B)(6) 2025, the patient was intubated and transferred to another hospital while on extracorporeal membrane oxygenation (ECMO) support. On (B)(6) 2025, procept biorobotics corporation received information that the patient was off ECMO, awake, and on a cannula oxygen. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
Correction made for the following: 1. G6. Type of report updated to include 30-day. 2. H6. Medical device problem code = removal of analysis of production records (3331). 3. H6. Investigation findings = updated from no device problem found (213) to results pending completion of investigation (3233). Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.